Event description:
It was reported that the patient was scheduled for a system revision due to fractured, non-functional leads. Fluoroscopic imaging was used to aid in lead extraction. Lead calcification was noted. This (B)(6) right ventricular (rv) lead was previously surgically abandoned in 2014 due to lead fracture near the clavicle. Despite multiple attempts, the (B)(6) rv lead would not advance beyond the tricuspid valve and rv wall. As a result, the lead was surgically abandoned and a fracture snare could not be extracted through the groin. A transesophageal echo showed no signs of pericardial effusion. The patient was transferred to the intensive care unit in a stable condition with inotropic support. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).